Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer requested to return the device to the bench for evaluation. The customer did not provide the reason why the device needed to be evaluated. There was no reported patient involvement.

Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation. As of (B)(6) 2018, the customer did not return the device to the bench. Device resolution data is not available. The device remains at the customer site.